Manufacturer narrative:
(B)(4). A review of the device history record confirmed that this lot of products was released according to quality specifications. No product or photo were provided for evaluation. Without the sample, a detailed investigation could not be performed. Infection and pain are known potential complications of this type of surgery; this is a procedural related complication that is not normally attributed to any product/ process deficiencies. The product instructions for use (IFU) which accompanies each device states that proper surgical procedures and techniques must be followed. As with any surgery, infections and other complications not related to the implant may result. It should be noted that the clinical history of the patient is complex, however, the product used was a 20 x 30 cm when the umbilical incisional hernia measured 20 x20 cm. The product IFU states that adequate overlap is recommended to ensure sufficient margins for incorporation. It is important to ensure that permacol surgical implant is sutured to vascularized tissue. A minimum of 3cm-5cm overlap is recommended for hernia repair. Improper use is suspected. The report has been added to our product complaints database which is monitored for similar occurrences. Based on our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. No immediate action required. Excessive tension and improper use are highly suspected due to no adequate overlap.

Event description:
According to the reporter, the patient had another mesh removed due to sepsis in (B)(6) 2014, and therefore the physician said that as they had surgery on the same area as the device(although this wasn't touched, it was noted that it had been dissolved by infection at the time). As a result, the patient was considered withdrawn as of (B)(6) 2014. Based on this, anything past (B)(6) 2014 is no longer applicable as the patient was not part of the study anymore.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a white male underwent repair of a recurrent umbilical incisional hernia (measuring 20 cm x 20 cm). The device was inserted in a clean wound (non-contaminated) and placed via intra-peritoneal onlay (ipom) technique. The physician used component separation to decrease tension and allow for midline closure. Slow resorbable sutures were used to fixate the device and fascial closure was achieved. Two drains were placed and approximately 500 ml of blood was estimated to be lost. The patient was withdrawn from the study on (B)(6) 2016 due to an infection with severe abdominal pain and subsequent removal of the device.

Manufacturer narrative:
Ftr# (B)(4). It has been confirmed that there is no relationship between the reported ae and the permacol mesh.